Manufacturer narrative:
The device code was updated. Calibration was last performed on (B)(6) 2023 with acceptable results. Qc was acceptable. There is no indication of a reagent or instrument performance issue. A general instrument or reagent problem could not be identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys hcg stat (hcg stat) on a cobas 6000 e 601 module. The initial result was <1.00 miu/ml with a data flag. This result was reported outside of the laboratory where it was questioned by medical staff. A new sample was obtained and the result was 5000 miu/ml. The original sample was repeated and the result was 5322 miu/ml. This result was believed to be correct. The hcg stat reagent lot number was 628293. The expiration date was not provided.

Manufacturer narrative:
Initial reporter: occupation is roche field application specialist (fas). The field service engineer (fse) checked the analyzer and did not identify any issues. Precision testing was performed with acceptable results. The investigation is ongoing.